Manufacturer narrative:
Result: worn brake plate.

Event description:
It was reported by service report that the brakes were not holding at the foot-end of the bed. There was patient involvement. However, adverse consequences were unknown.